Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient developed pleural effusion. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; the helix was disengaged from helical channel. There was blood/body fluid on the outer tubing overlay and the outer tubing overlay also had a breached cut. There was a cosmetic depression on the outer insulation. The helix was distorted/bent and there was blood in/on the helix mechanism. The device is part of the advisory for this model.